Event description:
It was reported that the patient's recharger wasn't working again for a long time. The patient said, "the thing on top keeps popping out" (the patient meant the connector pin port rubber cover), and they noticed their ins battery took a long time to charge; they had 8 boxes but lost them without even moving; now they had only 4. They used adhesive discs to hold it in place because the holster did not work for them. The pt was charging with 4 boxes during the call. The pt said their brother taped the connector pin cord into place, and that part was working. The pt said sometimes their charger worked fine, and sometimes it gave them funny screens. Offered to send a recharger antenna, the pt said they usually received the entire charger because they have spasms from generalized rapid-onset dystonia. Sent an email to repair to replace the recharger. Pt said they had communicated with their doctor about recharging difficulties and had a plan with their doctor, surgeon, and primary doctors to replace their rechargeable ins with a non-rechargeable le ins. They realized they would have surgeries to replace non-rechargeable implants in the future. No symptoms/complications were reported. Additional information received from the consumer reported the new recharger didn't resolve the issue so they were having a different neurostimulator implanted that didn¿t have to be charged.

Manufacturer narrative:
Other relevant device(s) are: product ID 37751, lot#, serial# (B)(4), implanted:, explanted:. Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.